Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient fainted due to hypoglycemia. The patient stated that after landing back in the united kingdom on a flight back from rome the pod was in activity mode and their blood glucose levels were dropping, but did not provide specific levels. The patient did not report any medical intervention. Outreach attempts were made to gather additional information. If such information is provided, a follow up report will be submitted.